Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the information associated with this event has been performed by post market failure analysis engineer. The following additional information was provided: vse instrument lot# l12250313-0032 was installed 3x and passed homing 3x. Qty 2 cut complete events were noted. E-100 logs show qty 2 seal events with no errors. The instrument was used for about 12 minutes. Nothing from the log points to a potential cause behind the customer¿s complaint of jaws not opening.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the jaws of the vessel sealer extend (vse) instrument would not open. No tissue was involved. The user completed the procedure and no known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information. The issue with the instrument did not occur after a system fault. Jaws of instrument were not clamped closed after working. Images and videos are not available.